Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to have random touch screen inputs and delayed responsiveness to user input choices. The issue was isolated to a defective touchscreen assembly. Service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the touch screen actuates itself randomly without being physically touched. No consequences or impact to patient were reported.